Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the unit was not heating. This was noticed during early morning preparation of the operating room (o.r.). As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) tested the unit and it did start to warm a bit, but not at the temperature it needed to be at. He also ensured the breaker was not tripped as well. Evaluation is in progress, but not yet concluded.